Event description:
Our rep is reporting to us that the surgeon observed metal shavings falling into the pt's joint space while a rigidfix guide frame was being used. All of the debris was removed and the procedure was concluded successfully w/o further issue or harm to the pt.

Manufacturer narrative:
Mitek is a this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.